Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: conmed linvatec is unable to confirm the reported problem as the device was discarded at the facility. A review of records at conmed linvatec shows this is the first report for this product with this failure mode.

Event description:
It was reported that during use of this suture hook in a left shoulder arthroscopy stabilization procedure, the metal hook segment snapped off in the patient's shoulder joint. The detached tip was retrieved without difficulty, and the procedure was successfully completed with an alternate suture hook. There was not injury or surgical delay associated with this event.